Manufacturer narrative:
A visual inspection was performed on the returned device. The reported premature activation was unable to be confirmed due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the additional information provided and evaluation of the returned device, the reported difficulties appear to be user related. It is likely that an attempt was made to remove the barewire while the delivery system was still contained in the loading tray, and when doing so, the loading funnel detached, and the filter came off the original 190cm barewire. The filter was then inserted back into the detached loading funnel orientated incorrectly. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system, during loading the filtration element, when removing the barewire, the delivery catheter pod retracted and the filtration element came out of the pod and remained in the loading funnel. Another nav6 was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.